Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and a blood glucose (bg) level of 500 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. It was reported that the pump battery could not be charged. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.